Manufacturer narrative:
Unit was received with a blank display due to moisture damage on the electronic assembly. Unable to verify unexpected restart alarm due to blank display anomaly. Moisture damage was found on the motor also. No beeping alarm noted. Insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The insulin pump's screen was blank but he could hear it beeping. The unexpected restart alarm was recurring during normal insulin pump use. The insulin pump's screen was going in and out. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.